Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that a patient was transferred to a rehabilitation facility in (B)(6) after completing tubing on (B)(6). The previous catheter was maintained properly, and on the 18th, there was a leak with a visible rupture. There was no report of patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video and one photograph of a 5 fr dual lumen powerpicc were returned for evaluation. An initial visual observation of the video showed an implanted catheter during infusion. A leak in the purple hub extension leg just proximal the molded joint was observed. The photograph showed the catheter after it was removed from the patient. No details of the leak in the extension leg could be seen in the returned photograph and video. No additional damage to the sample was observed in the returned photograph and video. There were no distinguishing features in the returned photograph and video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.